Event description:
It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The lesion being treated was located in the tortuous left anterior descending artery (lad). The physician had placed the floppy rotawire guide wire into the ostial lad without any difficulties. He then was advancing the rotablator burr down the rotablator guide wire, and noticed a "looseness". He pulled on the wire to increase the tension, and noted that the tension did not increase. He realized that the floppy rotawire guide wire had broken. The physician stated that the break did not occur where a loop would be, so he did not think that was the cause. Also, there was nothing significant about the anatomy or advancement of the floppy rotawire guide wire that could have caused the break. The floppy rotawire guide wire was inspected prior to use with no issues noted. The floppy tip of the rotawire guide wire and approximately 2mm of the wire remains in the septal branch of the lad with no add'l intervention. Pt status was reported as 'okay'.

Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from tat review, a supplemental medwatch will be filed.